Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information from the olympus endoscopy support specialist (ess). The ess further reported that an observation of the user facility's reprocessing practices were performed and no deviations were noted.

Manufacturer narrative:
The manufacturer followed up multiple times with the user facility via telephone and in writing to obtain additional information regarding the reported patient infection but with no results. As part of the investigation, an endoscopy support specialist (ess) visited to the user facility on may 10, 2019 to provide a reprocessing training. The ess completed a clean disinfection and sterilization/care and handling in-service on a tjf-q180v endoscope with the staff.. In-service included all cleaning, disinfecting, and sterilization information contained in the instruction manual. Provided repair reduction information. Each attendee performed a return demonstration. The scope was sent to an independent laboratory for microbial testing. The scope was cultured and the test results indicated the scope's instrument/suction channel tested positive for brucella inopinata and macrococcus caseolyticus. The scope was then ethylene oxide (eto) sterilized and returned for a device evaluation. A visual inspection was performed to verify the condition of the biopsy and suction channels. Upon inspection of the biopsy channel, tear mark was found along the channel wall approximately 30mm from the distal end opening. The boroscope was also used to verify the condition of the suction channel, which had no damages or abnormalities present within. In addition, there were no signs of foreign material present within either channel. Both sides of the glue on the bending section cover show signs of light discoloration and were cracked. The scope passed the leak test. A review of the scope¿s instrument history records indicate the scope was purchased on may 2, 2018 and was recently repaired on december 22, 2018. At that time, the scope was repaired and returned to the user facility. The exact cause of the reported patient infection could not be confirmed. However, as a preventive measure, the reprocessing manual states, ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." If additional information becomes available, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that four scopes may have been in contact either directly or indirectly with a patient that cultured positive with ¿super bug¿, suspected to be e. Coli. All four scopes that are possibly affected were quarantined and sent to the manufacturer. No additional information was reported. This report is for scope 2 of 4